Event description:
The customer reported to philips healthcare that the "battery is down." This was clarified to mean that the battery could not longer hold a charge. There was no adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4).